Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the ilet displayed restart code 38 indicating consecutive stalled motor errors, and repeated attempts to proceed and to perform a dry-run supply change resulted in the same restart code; the user was advised to restart the pump and a replacement was provided. Symptoms included hyperglycemia, with the user reporting blood glucose over 400 mg/dl after a sugary drink and not performing a confirmatory fingerstick. Outcomes included device replacement and user guidance to contact the healthcare provider for backup therapy planning. Investigation included review of complaint details and tracking of the returned device. Investigation of this device revealed a suspected stalled motor malfunction within the pump assembly consistent with the reported restart code 38 and inability to proceed after restart. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.